Event description:
It was reported the patient was not receiving stimulation from the scs system. As such, a company representative met with the patient and determined that the charger was unable to communicate with the ipg. A spare programmer also reflected a communication error. The ipg was confirmed inoperable. As such, the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different. Model. Reportedly, effective therapy was restored following the procedure.